Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination diaphragm valve, crease fold and opening . Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a punctured in the posterior side and delamination of the diaphragm valve . Based on the device analysis the final assessment is: - a puncture opening on anterior due to surgical damage like. - delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.